Event description:
It was reported the customer experienced low blood glucose levels (47-86 mg/dl). Customer went through troubleshooting with tandem technical support and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.